Event description:
It was reported that during a urologic stone retrieval procedure the grasper detached. A 2.6x90 graspit had been advanced to retrieve a stone in an unspecified location within the ureter. While attempting to remove the stone, the "head" of the graspit fell off inside the access sheath inside the pt. The device was able to be removed from the pt. The procedure was completed with an unspecified type "0 tip nitinol basket". There were no pt complications reported with the pt's current condition listed as "fine".